Event description:
Joint pain, joint swelling, joint effusion. Information was received in 05/03 from a patient (age unknown) who reported pain in both knees following first synvisc injection. The patient received an unspecified number of synvisc injections in the knee, (unspecified) and experienced pain in both knees, which began 4 to 6-weeks following the first injection. At the time of this report, the patient's clinical outcome is unknown. Additional information received in 08/03 from the treating physician reported that the patient with a history of severe, grade iii, bilateral, osteoathristis with joint narrowing and osteophytes, received a series of synvisc injections twice in march and 04/2003 in both knees. Following each synvsic injection the patient experienced joint pain, joint swelling and joint effusion in both knees. The physician did not collect an effusion prior to administering each injection. Sixteen days later, the patient's symptoms were treated with cortisone injection in the (unspecified) knee. An exudate was not collected after the last synvisc injection. The physician reported that the patient settled to an unknown pain level. The physician's causality of joint pain, joint swelling and joint effusion was assessed as related to the patient's disease process and to the synvisc. Per package insert, remove synovial fluid or effusion before each synvisc injection.